Manufacturer narrative:
(B)(4) date sent: 9/27/2016. Batch # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the doctor¿s experience with firing the device? Was the retaining pin placed manually or automatically? Please describe the shape of the staples. Was the device fired over another staple line? Was the inadequate staple form throughout the whole 60 mm length or just one particular area? Is the colostomy permanent or temporary? What is the current patient status? The analysis results showed that the tx60b device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device "fired staples into the bowel but did not close the staples causing the bowel to remain open and staples to remain open." The bowel was sutured closed and a colostomy was done.